Manufacturer narrative:
Preliminary analysis of the returned reveal that it still paced and detected but was most probably exposed to external defibrillation.

Event description:
Reportedly, patient was managed at home by emergency care on (B)(6) 2016 but died. Since two weeks, the patient was experiencing sickness: he was saying he was feeling he would fall. The physician that explanted the device indicated to the family that the device was not functioning (no pacing). Reportedly, last follow-up dated (B)(6) 2016 showed normal behavior (as a letter from the physician), there was maybe another follow-up in (B)(6) 2016. The device will be returned for analysis.

Event description:
Reportedly, patient was managed at home by emergency care on (B)(6) 2016 but died. Since two weeks, the patient was experiencing sickness: he was saying he was feeling he would fall. The physician that explanted the device indicated to the family that the device was not functioning (no pacing). Reportedly, last follow-up dated (B)(6) 2016 showed normal behavior (as a letter from the physician), there was maybe another follow-up in (B)(6) 2016. The device will be returned for analysis.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, patient was managed at home by emergency care on (B)(6) 2016 but died. Since two weeks, the patient was experiencing sickness: he was saying he was feeling he would fall. The physician that explanted the device indicated to the family that the device was not functioning (no pacing). Reportedly, last follow-up dated 23 march 2016 showed normal behavior (as a letter from the physician), there was maybe another follow-up in (B)(6) 2016. The device will be returned for analysis.